Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee revision of the tibial tray approximately two years post-implantation for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3 event date: unknown date in (B)(6) 2020. D6b explant date: unknown date in (B)(6) 2020. D10 therapy date: unknown date in (B)(6) 2020. D10 medical devices: femoral augment block distal only precoat size e 15 mm augment with screw catalog#: 00599003523 lot#: 63384845. Femoral augment block distal only precoat size e 15 mm augment with screw catalog#: 00599003523 lot#: 63384845. Articular surface size ef 12 mm height catalog#: 00596404012 lot#: 63313476. 13mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801013 lot#: 64007971. Long 14mm diameter 155mm length straight stem extension combined length 200mm catalog#: 00598801114 lot#: 64095180. Left size e cemented option femoral component femoral catalog#: 00599401591 lot#: 64003233 unknown palacos cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.